Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012, during a gastroscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a tumor within the duodenum. The tumor was reported to be approximately 10 cm in length. The patient's anatomy was not dilated prior to the stent placement. The distal part of the patient's anatomy was reported to be tortuous. No issues were noted to the device prior to the procedure. During the procedure, a wallflex enteral duodenal stent was advanced over the guidewire and into the target lesion; however, upon deployment, the stent would not open. A second attempt was made to the deploy the stent; however, it was unsuccessful and the user bent the stainless steel shaft. Subsequently, the stent was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stainless steel shaft was broken near the hub handle and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter delamination. (B)(4) for the evaluation findings of shaft break. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked just proximal to the mounted stent. It was noted that the stainless steel handle was broken at approximately 70 mm distal to the proximal handle. During a functional analysis, an attempt was made to retract the distal handle and deploy the stent; however, the stent could only be partially deployed due to a resistance met. The shaft was dissected at the proximal end of the clear outer sheath and the stent and inner shaft were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.